Event description:
The pt's wife reported to the sjm representative the pt had passed away. It was also reported he had unk health issues prior to the death. The date of the death was found online. An attempt to contact the physician regarding the case of death was unsuccessful. It was reported the physician had moved. There were no complaints in the device manufacturer's system regarding internal device complaints.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.